Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a protuberance in the extension leg during infusion is confirmed; however, the exact cause could not be determined from the returned video. One video of a 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed a groshong nxt catheter being infused with a clear liquid. The proximal end of the extension leg tubing was observed to bulge when the liquid was infused, just distal to the white oversleeve of the nxt connector. While the exact cause of the aneurysm observed in the extension leg could not be determined from the returned video, possible causes include over-pressurization and excessive tensile (pulling) force on the extension leg tubing. A lot history review (lhr) of redn1264 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one week after catheter placement, an obvious protuberance was found with the tail end of the extension tubing during catheter flushing. This protruding part felt softer than the rest parts of the extension tubing.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redn1264 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one week after catheter placement, an obvious protuberance was found with the tail end of the extension tubing during catheter flushing. This protruding part felt softer than the rest parts of the extension tubing.

Event description:
It was reported that one week after catheter placement, an obvious protuberance was found with the tail end of the extension tubing during catheter flushing. This protruding part felt softer than the rest parts of the extension tubing.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of extension tubing damage was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled and use residues were observed throughout the sample. Tactile inspection of the sample revealed severe tensile weakness in the extension tubing, just distal of the white strain-relief sleeve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no leaks; however, during pressurization, ballooning of the extension tubing was observed within the region of tensile weakness. Microscopic inspection of the sample revealed superficial stress fractures in the extension tubing within the region of tensile weakness/aneurysm. The tensile weakness and ballooning were consistent with damage caused by pulling stress and/or attempted infusion against resistance, such as kinking or occlusion. Both the use residues and event description suggested that damage occurred while the device was in use. A lot history review (lhr) of redn1264 showed no other similar product complaint(s) from this lot number.